Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl. The customer was declined to troubleshooting for the high blood glucose. The insulin pump was exposed to fluid. Customer stated that insulin leak out of the reservoir tubing. Fluid in reservoir compartment. The customer stated that the self-test was passed. It was unknown that the customer did used to auto mode feature at the time of event. The insulin pump will be and reservoir will not be returned for analysis.